Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump bolus screen would intermittently display the incorrect blood glucose (bg) value. Reportedly, the customer would exit and then re-enter the bolus menu and bg value would display correctly. Customer's bg was 162 mg/dl. Multiple follow up attempts were made by tandem technical support to complete troubleshooting. However, the customer did not respond.